Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. 30 cm distal of the is-1 connector pin, the lead body was severely damaged by squashing and deformation. At this site, a fracture of all helices was detected. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Lv lead with loss of capture on all poles with unchanged position. Since (B)(6) of 2019 the impedance has been greater than 3000 ohm. The revision was then successfully performed on (B)(6) 2020.